Event description:
It was reported that the tip of the driver sheared off in the set screw. The tip was not retrieved from the screw. No additional patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~1.5mm of the driver instrument tip have been broken off. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with misuse due to torsional overload, resulting in the foregoing event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.